Event description:
It was reported that the loaner received does not work in automatic mode, at least with test lungs. It delivers a continuous ventilation until it is switched back to manual mode or the pressure relief valve activates vr1. No adverse patient effects were reported.

Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Device was received in with no apparent physical damages, the technician connected to 60psi and powered on at various settings, also switching from manual to automatic mode. The reported problem was confirmed. The root cause of the reported issue was found to be a faulty non-return valve. The technican updgraded the non return valve.